Event description:
It was reported that an asymptomatic patient presented in clinic for follow up after receiving a vibratory alert. During device interrogation the device was found to be in back up vvi mode. A device download was successfully performed and the device was restored. The patient was fine.